Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd¿ syringe with bd luer-lok¿ tip, leakage was noticed. It was also reported that the patient did not receive the adequate amount of their medication, due to the leakage, and the patient required a ¿prn dose¿.

Event description:
It was reported that when using a bd¿ syringe with bd luer-lok¿ tip, leakage was noticed. It was also reported that the patient did not receive the adequate amount of their medication, due to the leakage, and the patient required a ¿prn dose¿.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8 device single use?: no. H.3. Device returned to manufacturer: no.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be completed as no batch number was provided. Investigation conclusion: no root cause can be determined as no samples were received.

Event description:
It was reported that when using a bd¿ syringe with bd luer-lok¿ tip, leakage was noticed. It was also reported that the patient did not receive the adequate amount of their medication, due to the leakage, and the patient required a ¿prn dose¿.